Event description:
It was reported that bd angiocath plus 24ga x 0.75in tip of catheter was damagedthe following information was provided by the initial reporter:during use, the catheter no longer entered after inserting the blood vessel, the use removed it and confirmed that the tip of catheter was damaged. Replaced it with a new catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. H3 other text : see h10 manufacture narrative.

Event description:
During use, the catheter no longer entered after inserting the blood vessel, the use removed it and confirmed that the tip of catheter was damaged. Replaced it with a new catheter.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned photo, unable to evaluate if there is damage on catheter tip due to the photo was too zoomed out. Current control there is outgoing inspection and in-process inspection in place to check for catheter tip damage. There is also a daily outgoing functional test in place to check for catheter tip penetration force. As no actual sample was received for further investigation, root cause could not be determined.

Event description:
During use, the catheter no longer entered after inserting the blood vessel, the use removed it and confirmed that the tip of catheter was damaged. Replaced it with a new catheter.